Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the recovery mode. A field service engineer identified that the hard drive was compromised and replaced it with a new one, then proceeded to reimage the station. After completing the reimage, confirmed that the system was functioning properly and restored it to good working order, performed validation testing using the hardware test application, and the customer completed an inventory count with no issues reported, also redeployed the eset package successfully and informed the customer to reboot the device to complete the eset installation. The system functioned as intended after the field service engineer and remote support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on the recovery mode and went offline. Customer stated that the machine did not complete the operating system (os) boot process and displayed an error message as "pc device need to be repaired". The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.